Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found the following: electrical safety checks by using emt failed; light guide cover glue was worn, pitted, contaminated and the fluid was evident; coupled charging device (ccd) cover glasses was worn, pitted, contaminated and the fluid was evident; distal end cap was cracked, dented and stained; bending section rubber glue separated; bending section was crushed/sunken folds; insertion tube and protector sticky and scratched; universal cord had scratches; and, angulation control unit was less then the specified value and the angulation had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the duodenovideoscope had loose wires and service/angulation malfunction. The issue occurred during an unknown event and procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that there was a gap between the h-ring and distal end. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between the h-ring and distal end was that glue between hold-ring and the distal end deteriorated due to physical/chemical stress during handling or storage environment. Olympus will continue to monitor field performance for this device.